Event description:
It was reported the asymptomatic patient presented via merlin.net in back-up vvi. The patient was brought into clinic where a device download was successfully performed restoring the implantable cardioverter defibrillator¿s intended settings. The patient will be followed-up regularly.